Manufacturer narrative:
Review of CT¿s from approximately 4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renals. The bifurcate proximal diameter measured 23mm, and the aortic body and infrarenal angulation was 60 deg a-p relative to the iliac limbs. The ipsi limb was seen on the right side; the distal right limb was within the aaa sac. The contra limb and extension were seen placed within the distal portion of the left common iliac artery. The max diameter aaa measured 8cm, and there was contrast seen outside the distal ipsi/right limb which had pulled out of the right common iliac artery. The distal ipsi limb diameter measured 18mm. The right common iliac artery was extensively calcified, and ranged in diameter from 16 ¿ 12mm. The right external was noted to have been stented beginning near the iliac bifurcation; the stent lumen ID was 6 ¿ 7mm. The distal end of the left/contra extension measured 16mm. The common iliacs were non-tortuous. Both limbs were patent and no other stent graft issues were observed. Review of CT¿s from 3 days after the previous study showed that the stent graft was in the approximate same in-vivo configuration as previous. However, a surgical repair had been made ¿connecting¿ the detached right limb to the right common iliac artery. The max diameter aaa measured 7.9cm and the previously seen distal type I endoleak had resolved. Several air bubbles were also seen within the sac. The stent grafts were patent and blood flow was also patent distal to the stent grafts. No other issues were observed.

Event description:
An endurant stent graft system were implanted for the treatment of a fusiform 80 mm in diameter abdominal aortic aneurysm with an infra-renal angle of 10 degrees. Aortic neck was 20 mm in diameter and 20 mm long. Right iliac artery was mildly tortuous and 50% stenosed; left iliac artery was moderately tortuous. It was reported that an ultrasound done approximately three years after the index procedure showed the maximum abdominal aortic aneurysm diameter of 76 mm and a type ii endoleak from the left side of aneurysm sac. No action was taken to correct the type ii endoleak. Approximately a year later, a distal type I endoleak was observed on the right limb of the endurant bifurcate stent graft. The right limb was found "disconnected from the patient" and was dislodged from the right common iliac artery. The patient suffered a ruptured aneurysm. A secondary endovascular procedure was done to resolve a type I endoleak and repair of ruptured abdominal aortic aneurysm. Event was resolved after the secondary intervention. The investigator assessed the distal type I endoleak leading to the ruptured aneurysm was not related to the study procedure, however, it was related to the study device. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
(B)(4).